Event description:
It was reported that the ht command guide wire had been placed in the lower extremity and during removal of the guide wire, the tip separated. The separated tip was snared. There was no adverse patient sequela and clinically significant delay was noted. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported material separation. Additionally, the separated portion of the guide wire was removed via a snare device. There is no indication of a product quality issue with respect to manufacture, design, or labeling.